Event description:
The customer reported that the generator failed to function properly, resulting in a fire. There were no injuries reported. The bipolar forceps were laying on the drape and as the monopolar pencil was activated the forceps activated also, causing the drapes to start on fire.